Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
"Files are breaking same spot regardless of lot, not flexible at all." On (B)(4) 2012, add'l info was received: "the file broke inside the pt's tooth and was not able to be retrieved. No pt injury occurred. While performing root canal therapy the 25 mm size 20 flex-r files with stops separated in a canal. The file was new. The dr attempted to remove the broken segments and was unable to remove the broken piece. At this time the root canals have been completed and the pts will be monitored to see if any other treatment is needed. The endodontic therapy could eventually fail due to the files in the canals. The pts will be recalled for radiographs at 6 months, 12 months and 24 months post treatment."